Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had battery life was down to 2 weeks and all the sticky things, like the pad, have come off and there was rainbow on the display. The insulin pump had rejected new batteries, gives random no delivery alarms and the cover for the plate that was used to read the insulin pump was gone. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.